Event description:
Info received regarding these fistula needles. Charge nurse reports that these fistula needles are difficult to use, cannulation is not smooth, the needles feel dull, there is increased bruising and leaking around the insertion site. The pts are complaining of discomfort and prolonged bleeding post treatment. One pt in particular at aprox. 2 hours into treatment had the venous site began leaking around the needle profusely. When attempting to correct the problem the needle was removed and the site became infiltrated and continued to bleed profusely. The access arm became extremely swollen. The pt was transported to the acute care emergency room and was hospitalized for approx. 7 days. Hct. Pre event 23 post event is not yet available. The pt has had a vas-cath inserted because the existing graft is not to be used for 2 months to allow for complete healing. The customer has changed from this product to the single pack medi fistula needles with no further problems reported. Samples are available for return to the MFR.